Event description:
It was reported that the device had longevity of less than three years and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead, (B)(6) 2005, 6949 implantable defibrillation lead, (B)(6) 2005. (B)(4).